Event description:
It was reported the subject product had a broken lens. There were no reports of patient involvement. The event was reported during set up / inspection for use (during set up in room / before patient in room).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h2, h3, h4, h6, h11 correction fields: b6, b7 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, damage to the objective frame, dents on the edge, bends and dents on the outer tube, a cracked image, and broken lenses inside the outer tube. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was a broken lens inside the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.